Manufacturer narrative:
N/a.

Event description:
The following has been reported: the pump emits the following error message: system error 228 (43:04.1). The pump is still under factory warranty. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in brézins for investigation. According to provided analysis, there's nothing suspicious in the history for 6 may or any other date. It could be that it's the wrong pump. But it was never disconnected because of an error 228. For this complaint, with the results of analysis no defect could be noted on the pump following analysis. No root cause could be identified and this complaint is therefore considered as not valid. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.